Event description:
Reporter indicated that during generator replacement surgery for end of service, the surgeon noted that there was an area on the patient's original lead "with the insulation off and the lead looked frayed". The lead was also replaced.